Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 2.1 randomly locked after login. A field service engineer tested the drawer and found that the solenoid was randomly locking. Customer attempted to adjust the settings but were unsuccessful. The solenoid was replaced and tested multiple times, and it functioned properly. The hardware testing application was run and passed, after which the station was rebooted. The customer performed inventory checks multiple times, and everything worked well afterward. Preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, carts were locked drawer after login. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.